Manufacturer narrative:
(B)(4).additional information: the analysis found that one ple60a device was returned in good visual condition and with two cartridge reloads present. Cartridge (c) ecr60d, l53g33 was received fully fired and in good visual conditions. Cartridge (d) ecr60d, k5c796 was received fully fired and with cartridge deck damage. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to the found damage on knife. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Intra-operative photograph received. Based on the photographic evidence of the subject ple60a the belief is that there was tissue milking that caused the staples to not form properly.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the fifth firing with a gold cartridge, the tissue milked out the distal end of the device and caused malformed staples. There was a full bite of tissue at the beginning of the firing. After firing, it was noted there was only a partial bite of tissue. No buttressing material was used. A like stapler was used to complete the procedure with three blue and one white cartridges. There was no patient consequence. Three black and one green cartridges were used prior to the issue. The patient was male with a bmi of 57.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.